Event description:
It was reported, the camera head had no image. The intended procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation. And the customer's allegation was confirmed. Based on the results of the investigation, there was no image, due to a damaged camera cable unit. However, a definitive root cause could not be established. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had no image. The intended procedure was completed with a similar device. There were no reports of patient harm.